Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level remained elevated in the morning (200s mg/dl). Customer delivered correction boluses to treat elevated levels. Troubleshooting with tandem technical support was not performed as the issue occurred in the past.